Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent system was to be used during a biliary stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician inserted the device to the lesion area and expanded it. Halfway through stent deployment, he attempted to reconstrain the stent for repositioning; however, the stent was unable to be fully reconstrained. The device was removed from the patient with approximately a quarter of the stent partially deployed on the delivery system. It was reported that the physician experienced resistance when fully reconstraining the stent outside of the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A wallflex biliary stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully constrained on the delivery system and the inner shaft and outer sheath were kinked. During the product analysis, the investigator was not able to fully deploy the stent. The device was dissected and the stent was able to be manually deployed. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on december 07, 2015 that a wallflex biliary rx stent system was to be used during a biliary stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician inserted the device to the lesion area and expanded it. Halfway through stent deployment, he attempted to reconstrain the stent for repositioning; however, the stent was unable to be fully reconstrained. The device was removed from the patient with approximately a quarter of the stent partially deployed on the delivery system. It was reported that the physician experienced resistance when fully reconstraining the stent outside of the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.